Event description:
It was reported that an unspecified malfunction alarm occurred, caused from the customer's pump running out of battery. The pump was replaced, and the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.